Event description:
It was reported that the atrial lead exhibited undersensing while the patient was in atrial fibrillation. Additionally, the device was still collecting atrial diagnostics information, even after the device had been programmed to vvi. However, it is not possible to turn off the atrial diagnostics in the device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.